Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred. The device was also received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error out of nowhere. The blood glucose reading was 92 mg/dl. No significant events leading to the alarm were recalled by the customer. Advised replacement of the insulin pump. Nothing further reported.